Event description:
During a pci procedure, the balloon of the bio ranger ptca balloon catherter became damaged. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery. It was further reported that when the physician attempted to implant a cypher stent at the lad, stent jail occurred at 1st diagonal branch (d1) coronary artery. He attempted insertion with the d1 with the bio ranger ptca ballooncatheter and used force due to resistance. A portion of the balloon of the bio ranger ptca balloon catheter seemed to have moved to the tip (distal) side. The device was successfully removed from the pt. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.